Manufacturer narrative:
The device was returned for evaluation. All available information was investigated and the reported issue of gripper lever leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the confirmed base of gripper lever leak was determined to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system ntr referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the device leak. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During functional inspection of the clip delivery system (cds) prior to use in the patient, it was noted that fluid was leaking from the base of the gripper lever. The leak was noted when the grippers were raised and lowered. This device was not used in the patient due to the leak. Another cds was opened, but had the same leak issue; therefore, the second cds was not used in the patient. A third cds was prepared without further incident and was used to complete the procedure. Mr was reduced to grade 2 with two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.